Event description:
The physician was attempting to use a resolute integrity drug eluting stent .the resolute integrity device was inspected and prepped prior to use with no issues noted. The lesion was pre-dilated. No resistance noted with accesory equipment, however, the device could not cross the lesion. During withdrawl the stent dislodged in the guide catheter. The stent was removed with the guide catheter. No patient complications. No further stenting attempted, lesion was treated with balloon angioplasty.

Event description:
Additional information received confirmed that resistance was noted advancing the device across the lesion.

Manufacturer narrative:
Evaluation results: inherent risk of procedure -stent dislodgement. Root cause is undetermined. No results available since no evaluation performed- device or procedural images not provided for review. No device returned for evaluation. Evaluation conclusion: inherent risk of procedure -stent dislodgement. Root cause is undetermined. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).

Manufacturer narrative:
Evaluation results: deformation problem (stent deformed). Related to operational context (event most likely procedural related, no issues noted during device inspection and preparation prior to use). Evaluation conclusion: operational context caused or contributed to the event (event most likely procedural related, no issues noted during device inspection and preparation prior to use). (B)(4).

Event description:
Evaluation summary: crimp impressions were visible on the balloon. The stent was returned and was deformed, mid stent segments were stretched.